Manufacturer narrative:
Unit received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. However, unit alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Unable to perform prime and system sensor test, excessive no delivery test, occlusion test or verify the system sensor alarms due to motor error alarms. Unit received with cracked case at display window corners, display window and battery tube threads, broken belt clip slot, minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that blood glucose fluctuated from 94 mg/dl to 486 mg/dl due to a bent cannula. Customer also indicated that the insulin pump alarmed compromised force system sensor and insulin squirted out during the manual prime process. Troubleshooting found that the pump had a loose drive support cap and that the cap is pushed in more on one side than the other. Customer also wanted to document three hospital stays, where she was admitted, in (B)(6) 2014, (B)(6) 2015 and (B)(6) 2015 for high blood glucose and diabetic ketoacidosis. Customer was advised to discontinue use of the pump and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.